Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the returned product found that the lens was torn in to three pieces, a piece of the haptic was torn off, and there was evidence of dry, clear surgical residue. Based on the complaint history, work order search, and product evaluation, a specific root cause of the complaint could not be determined. (B)(4).

Event description:
The reporter stated that the surgeon implanted an aq2010v +24.5 diopter three piece silicone lens in to the patient's right eye (od) on (B)(6) 2016. During implantation of the lens, the haptic was bent and the lens was cut to remove from the eye. No patient injury reported. The backup lens was implanted

Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).